Event description:
Reporter states that neopuff resuscitator manometer gauge was reading -7 cm h2o (instead of 0 cm h2o). Reporter states that unit may have been dropped. Reporter states that he was not comfortable with re-setting manometer and elected to send unit in for repair. No patient injury.

Manufacturer narrative:
The manometer indicates to the clinician the pressure being delivered to the patient during resuscitation. A typical resuscitation pressure is 20 cm h2o. Typical maximum pressures are 40 cm h2o. The off-set in the complaint device was reported to have been -7 cm h2o. The reporter indicates that the device may have been dropped. A drop or a heavy impact can cause the manometer needle shift from its zero resting point of 0 cm h2o. It is most likely that this is the cause of the problem. Note that the technical manual for the neopuff describes how to reset the manometer needle. The complaint device is to be returned for check and repair.